Event description:
Patient reported a left side capsular contracture, baker grade unknown. Patient later reported baker grade iii. Healthcare professional later confirmed capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported, a left side capsular contracture, baker grade unknown. Patient later reported, baker grade iii. Healthcare professional, later confirmed, capsular contracture, baker grade iii. Device has been explanted.